Event description:
I had mentor smooth saline breast implants placed in (B)(6) 2002, I was (B)(6) years old. Many things occurred from 2005-2017 that stemmed from this mistake that ruined my quality of health. At the age of (B)(6) I had unexplained cataract in both eyes. Had to have surgery to repair. I would often choke and have problems swallowing. Had severe migraines and dizzy spells to where I felt like I would pass out. Suffered a miscarriage in 2005. Suffered heart palpitations on a regular basis. Could not lift anything above my head. I experienced brain fog, forgetfulness and major fatigue. I believe that breast implants are harmful and cause an allergic reaction in most people and they don¿t realize it is the implants. Many feel like they are going crazy. I had the breast implants removed (B)(6) 2017 and feel 90% better.